Event description:
The user stated they were having a sampling problem and received three erroneous creatinine results. Sample 1, first run was 0 mg per dl and was repeated on another p unit with a result of 0.8 per l. Sample first run was 0 mg per dl and was repeated on another p unit with a result of 2.0 mg per l. Sample 3, first run was 0 mg per dl and was repeated on another p unit with a result of 1.5 mg per l. The initial results were not reported as they were blocked by the lis with a rule written to stop zero and negative numbers from being reported. The field service representative did not determine a cause. He realigned the sample and reagent probes, ran cell wash, photometer check and cell blank which all checked within limits. He also resealed the reagent and sample syringes. To verify the analyzer performance, he ran calibrations and controls and the user ran normal patient samples. The reported error could not be duplicated.